Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the heavily calcified, 90% stenosed left anterior descending (lad) coronary artery. The 2.80x19 mm graftmaster covered stent could not cross to treat the affected area due to the anatomy. The graftmaster covered stent was removed without resistance and another device was used to complete the procedure. There were no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.